Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada. The customer's report was not replicated or confirmed. The device was subjected to bench testing with no errors. A visual inspection found no discrepancies. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not been identified an increase in trend.